Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that data from the event date had been overwritten due to continued use. During testing, a +20% temporary basal setting was set with a 4 hour duration. The temporary basal setting was successfully completed with no interruptions. None of the pump keypad buttons were hyper responsive to user presses. The pump was exercised for 24 hours with no errors, alarms, or warnings. The complaint was not duplicated.

Event description:
On (B)(6), the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that temp basal rates were canceled out of the blue. The temp basal rates were canceled 2 to 3 times after resuming the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.